Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited a rise in impedance from 300 ohms to 2400 ohms. The programmed mode was changed to vvir.